Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving baclofen and another unknown drug, both of an unknown concentration and an unknown dose via an implantable infusion pump for non-malignant pain. It was reported that the patient's managing doctor had cancelled all the pump refill appointments. The patient's husband stated that they just found out last week that the patient's "pump was leaking". The consumer was asking for healthcare professionals (hcp) in their area. Per the consumer they were not provided with referrals and that they just got a sheet of paper with names and numbers on it. Per the husband, they were two hours away.